Event description:
During a bronchoscopy procedure the pvc tip separated form the cytology brush. The tip was located in the suction port of the bronchoscope. No negative output to the patient was reported. No patient injury was reported.